Event description:
It was reported the patient had their device system explanted due to an allergic reaction. It was stated that the patient "developed tissue growth" around the lead, extension, and ins. The patient's status was reported as "fair." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3987a, lot # n279960. Lead: model 3987a, lot # n284175. Extension: model 37082, serial # (B)(4), programmer: model 37743, serial # (B)(4), recharger: model 37752, serial # (B)(4).